Manufacturer narrative:
It was reported that the patient developed sores on their toes that required medical treatment from wearing the shoes. The product was returned for evaluation the complaint could not be confimed as reported. The root cause is related to fit issue, not related to device or manufacturing defect. If additional information regarding the reported event is submitted at a future date additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that the patient developed sores on their toes that required medical treatment from wearing the shoes.